Event description:
The customer reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative performed an on site investigation. The power supply was adjusted during the service call. The power cord and batteries need to be replaced. The reported issue is currently under investigation.